Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (e2 and e3). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the phenomenon occurred, due to water was flooded through a cracked connector. Causing a temporary communication failure. Resulting in a temporary loss of image display. However, the root cause of the image not displayed could not be identified. The event can be prevented, by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had a bad image issue. The issue was found during an unspecified therapeutic procedure. There were not any error messages that may have been observed because of the failure. The procedure was delayed slightly until the new camera head could be obtained. The condition of the patient impacted by the event was normal. The procedure was completed with a similar device. There was no medical intervention required. There were no reports of patient harm, injury, or infection.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a failed leak test due to a cracked connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.